Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to driveline fault alarms produced by the system controller. The patient was asymptomatic. The system controller was replaced and the alarm returned hours later. A third system controller also produced a driveline fault alarm when connected to the lvad. A CT scan revealed stretching of the driveline near the pump body. It was reportedly suspected that this issue was due to the patient's weight gain of approximately 35 kg since the original implant. The pump was exchanged on (B)(6) 2017 without any issues, and the patient was stable postoperatively. No additional information was provided.

Manufacturer narrative:
Corrected information - it was reported that the patient had gained 35 kg since implant. Device evaluation: the explanted device was returned with the driveline cut approximately 1 inch from the pump housing and the remainder of the driveline was returned in two segments. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed an intermittent discontinuity in the black wire when the driveline was manipulated at the nipple of the pump housing. Continuity testing of the other two returned driveline segments revealed that both wires were electrically intact. Upon removal of the outer silicone sleeve, an area of breakdown of the metal braided shield was observed approximately 2-4 inches from the nipple of the pump housing. In addition, review of the submitted x-ray images and CT scans showed thinning of the metal braided shield adjacent to the nipple of the pump housing. Visual inspection of the underlying wires found a deformation of the black wire adjacent to the nipple of the pump housing. Manipulation of the wire caused the insulation to elongate and the inner conductors became visibly separated inside the intact insulation. The damage to the inner conductors of the black wire appeared to be the result of fatigue failure due to repetitive movement of the driveline in this area. The fractured conductors of the black wire would have resulted in the reported driveline fault alarms captured in the submitted system controller log files. Microscopic inspection and high potential testing of the returned portions of the driveline did not identify any areas of compromised wire insulation. Visual examination of the pump's blood-contacting surfaces upon disassembly of the returned device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.